Manufacturer narrative:
Based on the information available on the reported event, the location where the event occurred (i.e. Hospital contact) was not received. Furthermore, since the device serial number was not provided, the manufacturer was unable to further cross-check the reported information with the internal database. As reported, the device is not available for evaluation. As such, given the insufficient information available, the manufacturer was unable to further follow up on this event, nor to perform any additional investigation. In conclusion, the root cause of the reported event cannot be definitively stated based on the available information. As reported, the valve was explanted due to failure with aortic insufficiency and stenosis. Therefore, it is possible that the device explant was secondary to a structural valve deterioration. However, since no further information is available, it is not possible to ultimately confirm the root cause of the reported event. Should additional information be received, the manufacturer will re-assess the event and provide an update to the competent authority.

Event description:
The manufacturer was informed on an early mitroflow dla21 failure with prosthetic aortic stenosis and insufficiency. The device was implanted on (B)(6) 2015. On (B)(6) 2020, a redo sternotomy with aortic valve replacement was performed. The patient ultimately received an edwards inspiris resilia 23 mm bovine pericardial tissue valve. (Ref: FDA report mw5093870).